Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced high blood glucose while using the ilet with a steel 6 mm contact/detach infusion set and required assisted troubleshooting for an infusion set and cartridge change, including removing the old set and cartridge, filling and inserting a new cartridge, connecting new tubing and infusion set, filling tubing and cannula, and resuming insulin therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or need for medical intervention. Outcomes included continued use of the device with monitoring and no use of backup therapy or ketone testing. Investigation included guided troubleshooting and education, with follow-up confirming glucose trending down. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear, with no device alarms or hardware malfunction reported and no component damage observed during the call. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.